Event description:
It was reported that the pt had lost approx 40 lbs of weight and the pt's pump pocket became unstable. The pt had not had the pump for very long and was stated to be "in the normal transition of pump adjustments". The pt underwent a pump revision. When the pump pocket was opened, it was found that all four sutures on the loops were broken and the entire catheter was pulled from the spine and sitting in the pocket. The suture anchor was still in place in the spine. A new catheter was implanted and the daily dose was decreased. A pouch was used to stabilize the pump. The pt was reported to be "recovering well". The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).